Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While mapping the left atrium, the catheter was advanced into the right atrium to continue ablation. During advancement, a breach of the right atrium occurred via epicardial passage. A follow-up echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient transferred to intensive care and is being monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated that two tacticath se catheters were used during the procedure. The log files for both catheters were analyzed, and both catheters performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. Ablations were only performed with the second catheter used, but the recorded temperatures in the log files indicated cooling during rf ablation with no other anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.